Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead presented with low out of range unipolar pacing impedance, high out of range bipolar pacing impedance, low r-wave values and high capture thresholds. The lead was capped and replaced in a procedure on 09 mar 2021. The patient experienced no adverse consequences.